Event description:
It was reported that 10 bd ultra-fine¿ ii short needle insulin syringes were missing their needles. The following information was provided by the initial reporter: "when the client pulled off the cap from multiple syringes they noticed that the needles are... Missing".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd ultra-fine¿ ii short needle insulin syringes were missing their needles. The following information was provided by the initial reporter: "when the client pulled off the cap from multiple syringes they noticed that the needles are... Missing"

Manufacturer narrative:
H6: investigation summary customer returned 7 used 0.3ml syringes and 2 polybags containing a total of 20 unused 0.3ml syringes from lot 1228497. Each of the used syringes feature some degree of damage to their needles. All needles are bent to varying degrees and some have fractured partway down the length of the needle, likely due to the stresses from the severe bending. The likely cause of this damage is high stresses applied to the needle during use or catching on the inside of the needle shield during reshielding. All of the 20 syringes from the unopened bags are in good condition. No damage or defects found. A review of the device history record was completed for batch# 1228497. All inspections and challenges were performed per the applicable operations qc specifications. Based on the samples received, embecta found that the used syringes returned featured some broken needles. The root cause of the needles bending is most likely high stress applied to the needles either during use or reshielding.